Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
"The reported observation of ¿end of life ipg¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. The estimated longevity range would have been 1 year up to 3.5 years +/- .25-year per ¿ 90205144, for model 3660. Continuous tonic was used 55% of the time. The device provided 1.55 years of therapy and is considered to have normal battery depletion when taking into account the energy factor and percentage of usage of each programming method. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing."